Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, suffering, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
Tracking #: (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the procedure was a transvaginal placement for stress urinary incontinence. Complications post implant include mixed incontinence. Aprox 10 months post op, patient present with incontinence female and frequent urination, incontinence (mixed) occurring daily, urine leakage, suprapubic pain, abdominal pain, dyspareunia, vaginal discharge, vaginal dryness, back pain, dysuria, flank pain, nocturia, urinary frequency and urinary incontinence. Constant yeast infections, nocturia x 3. Frequent urination severity level is mildmoderate for years. Associated symptoms include back pain, dribbling, dysuria, flank pain, pelvic pain, pressure, suprapubic pain and urgency. Additional surgeries : (B)(6) 2011: underwent interstim placement for urge incontinence under local anesthesia. Complications post surgeries include urinary frequency and urgency, female incontinence, incisional pain, low back pain, stress inco ntinence, nocturia. Patient suffers from unrelated chronic back pain and weakness of the lower extremities following cervical fusion.